Manufacturer narrative:
Evaluation summary: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that the segment worn out; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a foggy spot in the center of the picture, the segment has an unusual shape, it bends badly. This event occurred at the time of during inspection. There was no report of patient harm.